Manufacturer narrative:
Two samples were provided for investigation. An interfering factor to fab2 fragment was identified in the samples on interference analysis which might have caused falsely high tsh result. Per product labeling, in rare cases interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. The patient was not adversely affected by the falsely high tsh result.

Event description:
The user received a discrepant tsh results which could not be confirmed on a siemens centaur analyzer. The result from the e module was 8.47 uiu/ml and the result from the centaur was <0.03 uu/ml no information was provided to determine if the erroneous result was reported or if the patient was adversely affected. The tsh reagent lot number was 157328.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Aventis case ID: (B)(4). Initial report: (B)(6)-2008 from a dermatologist. A (B)(6) fem. Patient with history of (B)(6) infection, had injections of poly-l-lactic acid (newfill) in (B)(6)-2007. In (B)(6)-2007, she received injection of poly-l-lactic acid (newfill) (batch number (bn) unspecified) by subcutaneous route and experienced marked nodule on right temple which had subsequently improved. In (B)(6)-2008, she presented with one nodule on each temple. The right nodule was 1 cm in diameter and was painful when she fully opened her mouth. Corrective treatment (CT) with hydrocotyle cream (madecassol) for massage was initiated. Outcome was ongoing. Ptc number (B)(4). All drugs exact dates and doses were not provided.